Event description:
Per the clinic, the patient was explanted due to improper procedure as the electrode array was not completely inserted. The patient was explanted (B) (6) 2009, and the patient was reimplanted with a new device during the same surgery.

Event description:
A customer reported getting an error-1 message on their freestyle lite blood glucose meter and the test didn't start after sample was applied. They also reported getting an error-1 and error-3 messages on their freestyle freedom lite meter. The customer further reported as a result of being unable to test, he experienced symptoms of hypoglycemia. The paramedics were called and treated him with "sugar shot". He also self-treated with food counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4).